Event description:
It was reported that during a laparoscopic anterior resection procedure, while mobilizing the rectum, the instrument error code five came on. The instrument was cleaned and reassembled in the usual manner followed by going through the pretest once more. The test cycle was noticeably longer while eventually a long constant tone came on when the activation button was depressed compared to the intermittent beeping usually heard. The generator presented no error code in this situation. A new device was opened and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed emitted and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.